Event description:
It was reported that for the ventricular lead, there were multiple lead warnings, the unipolar impedance was higher than the bipolar impedance, and there was oversensensing seen on ventricular high rates when the lead was in unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.